Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system had broken during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, functionality testing of the device's parameters could not produce adverse results. Testing included clamp testing of the extension tubing, testing was conducted 30 times without replicating the reported damage. The batch record was reviewed, no related abnormalities were found. Because the device behaved as expected for the first two days according the complaint, and our investigators were unable to replicate the reported damage using the same device from the incident the root cause for this complaint cannot be finalized, there is no definitive way to tether the failure to a specific section of the manufacturing process. Bd will continue to track and trend for this issue.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system had broken during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the bd pegasus safety closed IV catheter system had broken during use. There was no report of exposure, injury, or medical intervention noted.